Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event. This event exceeded the 30 day reporting timeline, as this event was received on may 28, 2020. Additional time was required to appropriately determine if this event needed to be reported as a serious adverse event. Upon further investigation it was found that tooth # 3 was partially extracted.

Event description:
The patient reported experiencing swelling (unspecified area), sores, fractured tooth # 3 (upper right 1st molar), and the crown on tooth # 3 became loose. The patient reported visiting a general dentist, who removed the crown and advised the patient to visit an oral surgeon to remove the tooth root that they could not remove. The patient did not report taking or being prescribed medication to alleviate the reported symptoms. The treatment was stopped (on an unspecified date).